Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 516 mg/dl. The customer was found unconscious by her husband prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to conduct the prime or high pressure tests at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.